Event description:
Boston scientific received information that this dextrus atrial lead dislodged post-implant and migrated into the ventricle. During a revision procedure, the lead was successfully repositioned. No adverse patient effects were reported.